Event description:
It was reported via the sales rep, that the retention tip is lost after the caliper is disassembled for the sterilisation. It is further reported that it is noticed by the surgeon that the tip is missing in the surgery room. The tip is lost somewhere between the sterilisation process and the surgery room.

Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.